Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced infection, dyspareunia and b/l toe amputations and partial left foot amputation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent laparoscopic, lysis of adhesions and cautery of endometrial implants on (B)(6) 2014. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. Additionally, on (B)(6) 2011, bs-obrtryx transobturator mid-urethal sling was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.